Manufacturer narrative:
The ventilator was investigated on site and an o2 gas module was replaced and returned for investigation. The o2 gas module regulates the inspiratory oxygen gas flow to the patient. The reported alarms for o2-concentration low were reproduced during test of the returned oxygen gas module in a reference ventilator. It was revealed in the production test system for gas modules that there was a defect in the electronics on one of printed circuit board (pcb) inside the o2 gas module. If this failure of the printed circuit board (pcb) happens during ventilation, it may result in a lower flow and pressure than expected. A lower amount of oxygen in the gas mixture may also be the consequence. The device logs have not been received.

Event description:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it generated an alarm for low o2 concentration. There was no patient harm. (B)(4).